Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. In addition, limited information was provided on the medwatch report. However, if additional information becomes available or if the device is returned to olympus for evaluation, this report will be supplemented accordingly.

Event description:
Olympus received a medwatch (mw5075914) which states ¿provider used a 24 cm 12/14 fr ureteral access sheath over a guide wire per routine. The sheath was intact when it was inserted in the patient however at the bladder neck the provider encountered difficulty passing the sheath over the wire. The provider removed the sheath and noticed that part of the tip had fragmented. He immediately inspected the entire urethra including the prostatic urethra and bladder neck and noticed 4 small white pieced of plastic. The provider drained the bladder and retrieved all the pieces through the cystoscope sheath. He further inspected these areas with the cystoscope and confirmed that there were no remaining pieces of plastic. The provider reports that the sheath has been used on numerous occasions without difficulty. This was reported to be a defective sheath. The second sheath was advanced without difficulty. No injuries to the patient or staff.¿